Event description:
The customer used the device to check the blood glucose and obtained a result in the 200's mg/dl. Customer then used the minimed pump to dose insulin to correct the glucose down to a target of 150 mg/dl. Customer then decided to exercise. Customer had a hypoglycemic incident and emts were called. The emts checked the glucose and the level was 27 mg/dl on their meter. Customer was treated with a glucose IV. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.